Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the issue of foreign matter onw the inside of the tube was observed. The foreign matter appears to be red/brown in color, adhered wto the sidewall of the tube, and is in the shape of an elongated droplet. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer's failure mode could not be determined. A team has been established to focus on foreign matter awareness and reduction. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "dirt on the surface of tube."